Manufacturer narrative:
Investigation is ongoing. Kl 4/29/2025

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in aortic position. During the procedure, there was a balloon rupture due to heavy calcium in the annulus. The valve was successfully implanted. As per follow-up with the fcs, the valve was successfully deployed, and no extra volume was added to the balloon prior to inflation. The balloon burst was noted at the end of inflation, but no specific actions were taken in response. Valve alignment proceeded smoothly without difficulty and was performed in a straight section. There were no challenges in withdrawing the delivery system, and the balloon exited through the esheath without complications, followed by the esheath itself. No damage was observed on any edwards devices, and there were no patient injuries or complications related to the event. The devices were discarded. Kl 4/29/2025

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: 3mensio indicated calcification in the landing zone and the photo of the balloon shows the balloon burst both radially and longitudinally. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the imagery review. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio shows calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.